Manufacturer narrative:
Dry eye is the most common complication of lasik and other refractive laser surgeries. Approximately 90% of corneal sensory nerves are severed during the lasik procedure and sensory nerve fibers in the cornea are important for stimulating tear production. As a result, lasik may impair tear generation resulting in dry eye. Harms associated with the company device, including dry eye, have been assessed and found to be as low as reasonably practicable. Root cause could not be determined conclusively. However, occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with severe dry eye post lasik. Punctal plugs were inserted in the office and lifitegrast ophthalmic solution was prescribed. Patient will be seen again in one month to reassess visual acuity, refraction and topography.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, dry eye was noted to be greater in the left eye.